Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead oversensed non-physiologic noise signals, which resulted in an inappropriate shock. In addition, the rv lead impedances and amplitude have been low. The right atrial lead, that is a competitive lead, has been showing a similar behavior as the rv lead. Technical services (ts) discussed this could be lead on lead insulation damage. It was considered to extract the lead as a possibility. The patient was referred to the hospital for lead extraction. At this time, the rv lead has been explanted. The implantable cardioverter defibrillator was explanted due to therapy upgrade. The competitive lead was also explanted and other rv lead was attempted due to a non-product experience. No additional adverse patient effects were reported.